Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6): product type multiple therapy product ID wr9200 lot# serial# (B)(6): product type recharger, ubd: 20-apr-2022, UDI#: (B)(6) h3: analysis of the wireless recharger found the lcds scrolled continuously and the device was unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery mark on the wireless recharger (wr) was wavy, so it could not be charged. It was unknown if there were any contributing factors. The power button on the wr was long-pressed to reset, but the situation did not change. The issue was not resolved.